Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 56-apr-2019 with the following findings: records of loss of prime were confirmed in the black box data with force readings not reaching zero. On investigation, the pump powered on normally and successfully performed the rewind, load and prime steps without issue. The force sensor was evaluated and found to be within specifications. The pump was exercised for 12 hours without loss of prime occurring. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.